Manufacturer narrative:
The complaint of a damaged stylet was confirmed and the cause appeared to be related to use of the device. One 3cg stylet was returned for investigation. The powerpicc was not returned with the stylet. A kink was observed in the polyimide tubing 8mm from the distal tip of the stylet. The polyimide tubing, magnets, and core wire at the distal end of the stylet were intact. No breaks were observed in any part of the 3cg stylet. The stylet was received within the t-lock extension set. Due to the condition of the returned sample, it is possible that the stylet was damaged during use. It may have inadvertently kinked during insertion of the powerpicc. The product IFU states, ¿ensure that the stylet tip does not extend beyond the trimmed end of the catheter. Extension of the stylet tip beyond the catheter end, combined with kinking and excessive forces, may result in vessel damage, stylet damage, difficult removal, stylet tip separation, potential embolism and risk of patient injury.¿ a lot history review (lhr) of 17zm2857 showed no other similar product complaint(s) from this lot number. [(B)(4).pdf]

Event description:
It was reported that wire was bent when pulled out of patient after PICC procedure. (B)(6) 2018 - returned wire is kinked. Additional information rec'd via medwatch stated, "triple lumen PICC being placed. Guidewire inspected pre-insertion without any defects. After procedure upon post guidewire inspection, there was a 90 angle bend in the wire at the catheter tip."